Event description:
A pt was treated on 8/15/96. The physician had injected 0.1cc into the nasolabial fold when the hub of the needle became briefly disconnected from the syringe, and 0.9cc of material squirted out. He removed the needle and wiped the collagen from the pt's face. He obtained another syringe and completed the treatment. Immediate bruising was attributed by the physician to the injection procedure and the pt's aspirin intake; the pt described four dark purplish-black marks the size of a pencil eraser at the superior end and the middle portion of both nasolabial folds. The physician also noted redness and swelling immediately after the treatment. The physician did not believe the malfunction contributed to the bruising, redness or swelling; he attributed these symptoms to the injection procedure. Ice packs were applied to the areas after the treatment. Approx nine hrs after the treatment, the pt developed a fever of 99.9f and a headache at the base of the neck. The physician did not believe the fever and headache were related to the collagen; no diagnosis was given. The pt did not keep a scheduled appointment for 8/19/96; she reported by telephone on 8/19/96 that her fever and headache were gone and there was no redness or inflammation and very little bruising at the nasolabial folds. More collagen had been injected into one nasolabial fold and there was a slight ridge of collagen material visible; the pt was instructed to massage the area. This event is being reported as an MDR because it could result in a serious injury if it were to recur.